Event description:
The pump stops delivering insulin while in the run mode with a programmed basal infusion rate. The pump correctly registers that no insulin is being infused, but does not alert the pt that they are not receiving their medication.